Event description:
It was reported by a sales representative (sr) that an error was received on the programmer after the implanted device had been interrogated, while trying to check the device during a follow-up visit. The nurse turned the programmer off and used a different one to complete the device check. Recycling the power was attempted, but the same issue continued to occur. Technical support (ts) suggested that the sr run the 2090 service disk to see if that would fix the error. The sr stated that the service disk was ran, and no further errors have been seen. The programmer remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).